Event description:
A 4.5mm narrow lc-dcp plate, implanted in 2001 for an acute right humeral shaft fracture, had to be removed on the event date because pt developed an infection. Surgeon noted that a couple of the screws at either end of the plate had yellowish rust under the heads, it is unknown at this time what caused the infection.